Manufacturer narrative:
The user verbally stated there is no allegation of device malfunction. The device was received and evaluated by egs and no trouble was found with the device.

Event description:
Prior to device insertion, the user reported issues with video output from the endoscope. Insertion of the device was initially attempted without endoscopic visualization of the esophagus and the user reported difficulty inserting the device. An egs representative present at the procedure, reported the user used an abnormally large amount of force during insertion. On the third attempt, the device was successfully inserted into the patient but was quickly removed as no endoscopic visualization could be achieved. After fixing the endoscope video issue, the user reinserted the endoscope into the patient and noted blood present in the esophagus. In an attempt to locate the source of the bleeding, the user externally opened the patient's abdomen and neck. A perforation was found in the proximal esophagus mid-chest approximately in the same location as resistance was felt during device insertion. The perforation was successfully treated and the patient was admitted to the ICU (B)(6) 2017. As of (B)(6) 2017, the patient was still in the ICU in stable condition and continues to improve. The user verbally stated there is no allegation of device malfunction.

Manufacturer narrative:
Errors listed below were found in the initial report and are being corrected in this follow-up report: incorrect brand name was provided (esophyx2 hd) and has been updated to esophyx z. Model #, catalog #, and unique identifier (UDI) # were incorrect identified as c02042-01, r2005, and(B)(4). These three fields have been corrected to c02260-02, r2006, and (B)(4) respectively. PMA/510(k) was incorrectly identified as k142113. This has been corrected to k171307.